Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery. A 5.00mm x 8mm nc emerge balloon catheter was advanced for dilatation. However, during the third inflation at 16 atmospheres, the balloon ruptured. The device was completely removed from the patient's body and the procedure was completed with a different device. There were no patient complications nor injuries reported.